Manufacturer narrative:
The field service representative determined the cause to be misadjusted sample probe wash station and cell rinse mechanism dispense. He adjusted sample probe wash station dispense and replaced tubing associated with insufficient reaction cell rinse. Ran precision and controls; all results within specification.

Event description:
User received several samples with very low or negative results for multiple assays. The following patient example of discrepant results was provided: initial alk phos gave 1; repeat gave 119 u per l. No erroneous results have been reported out and no patients have been affected.